Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone 13 with ios operating system version 17.1.2. The customer received a "scan error" message and was unable to obtain readings. As a result, the customer experienced "convulsions" and was administered a glucagon injection by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with iphone 13 with ios operating system version 17.1.2. The customer received a "scan error" message and was unable to obtain readings. As a result, the customer experienced "convulsions" and was administered a glucagon injection by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported scan error. Attempted to replicate the user¿s complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.